Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing due to post-paced t-wave oversensing. The oversensing was noted on stored electrogram, and no therapy was delivered during oversensing. No intervention was performed, and the patient remained stable.